Event description:
The account stated that the cell dyn 1700 analyzer generated a hemoglobin (hgb) result of 8.9 g/dl on a dialysis pt. The pt was sent to the hospital for a transfusion. The hgb was rechecked and was 11.0 g/dl. The pt did not received the transfusion.

Manufacturer narrative:
A field service rep (fsr) was dispatched to the account. The fsr found the impedance transducer readings required attention. The fsr replaced the diluent syringe (10 ml) drive to resolve the precision issue after cleaning did not resolve it. The sdm board was replaced as a hard failure, because of valve failures after valves were changed. As a precaution, solenoid valves (5 kg and 3.9 kg) around the rbc transducer were replaced for ongoing flow issues. The rbc transducer was replaced as a precaution; there was a loose locking mechanism which could have caused bubbles in the transducer or clog issues. The wbc and rbc aperture plates were also replaced as a precaution. Labeling: per the cell-dyn 1700 system operator's manual: the hgb result of 8.9 was out of normal pt range and should have generated dispersional data alerts if the lab action limits were set to normal ranges (as given in table b-1, appendix b-3). As a result that falls outside a lab action limit can indicate the need for the operator to follow a lab protocol, such as repeating the sample, performing a smear review, or notifying a physician (page 3-23). It is unk if the pt sample, that produced the hgb result of 8.9, was repeated prior to reporting of the result. Table 9.1, non scheduled maintenance frequency (page 9-19) shows the aperture plates, syringes (diluent/sample/lyse) and hgb flow cell may be suspected sources of imprecision. Trending review: a review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports, for the period 2007 through 2008 was performed and no adverse trends were identified. This is the final report.